Event description:
This device was returned with oos documentation from a biotronik representative. Two days post-implant, after 2 rv lead dislodgements, the physician elected to remove both leads and recommended the pt for epicardial lead placement. When this lead was being removed the physician rotated the lead body and was able to disengage the helix. The pt is frequently in a-fib. When the lead was removed, there was a piece of heavily fibrosed tissue in the lead tip. This is thought to be the reason that the helix could not be retracted during implant. The device remains implanted with nothing hooked up to it at this time. Setrox s 53, (B) (4), MDR 1028232-2010-00155.